Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged from 108-180 mg/dl. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and the battery gauge was fluctuating and subsequently, the pump shutdown. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.